Event description:
A report was received that the patient had developed an infection. The physician did not believe that infection was device related. The patient was admitted in the hospital and was administered intravenous vancomycin. The patient had a washout and underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the symptoms of infection included redness and soreness at the midline incision site. The physician did not believe that the infection was procedure related.

Event description:
A report was received that the patient had developed an infection. The physician did not believe that infection was device related. The patient was admitted in the hospital and was administered intravenous vancomycin. The patient had a washout and underwent an explant procedure. No device malfunction was suspected.